Event description:
It was reported that (B)(4) tuberculin syringe with needle safetyglide¿ 1 ml 27 gauge 1/2 inch had a shield that was difficult to remove and had a needle that was difficult to separate from the syringe. The following information was provided by the initial reporter: "it is complicated to remove needle cover and not possible to figure out how to get needle ready to work. I had few colleagues around in attempts to remove safety component from needle and we could not. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evalution ?: yes d.9. Returned to manufacturer on: 21-apr-2022 h.6. Investigation: a representative sample and photo were received for evaluation. A quality engineer was able to review the picture and inspect the returned sample of (1) 1ml, 13mm, 27g bd safetyglide syringe in an open blister pack from lot # 1257282 with the reported issue that it was complicated to remove the needle cover and was not possible to figure out how to get the needle ready to work. The returned syringe was examined and observed to be fully activated. The returned photo indicated that the sample was used properly. Based on the sample and photo received, the investigation concluded that embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. A review of the device history record was completed for batch# 1257282. All inspections and challenges were performed per the applicable operations qc specifications.

Event description:
It was reported that mckesson tuberculin syringe with needle safetyglide¿ 1 ml 27 gauge 1/2 inch had a shield that was difficult to remove and had a needle that was difficult to separate from the syringe. The following information was provided by the initial reporter: "it is complicated to remove needle cover and not possible to figure out how to get needle ready to work. I had few colleagues around in attempts to remove safety component from needle and we could not. "